Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
A patient was implanted with two gore viabahn endoprostheses in the right superficial femoral artery on (B)(6) 2012. On (B)(6) 2014, a single strut fracture (grade 1) in the stent graft of the distal gore viabahn endoprosthesis was identified and confirmed by core lab. It was stated that due to severe calcification there was reduced visibility. The physician stated that it was not a problem of the gore viabahn endoprostheses. A reintervention was not performed and there have been no consequences to the patient.

Manufacturer narrative:
(B)(6) 2012 gore viabahn endoprostheses lot #9672323; item #jhj070502 a review of the manufacturing records for the device is currently in process. The device remained implanted; consequently, a direct product analysis was not possible.